Event description:
The patient contacted animas to report that the pumpwas very warm to touch after it had been downloaded. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the pump history. The battery was not returned with the pump for investigation. The battery compartment and cap are intact with no evidence of physical damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised with no evidence of overheating. The complaint could not be confirmed or duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.